Manufacturer narrative:
Complaint: (B)(4). No samples were provided for evaluation. Received customer picture. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer picture to our affiliated headquarters in austria from which we receive this product. A review of the production documentation did not reveal any deviations which could be associated with the claimed errors. The complaint is closed as cannot be determined.

Manufacturer narrative:
Complaint: (B)(4). We have not received the samples from the customer. The evaluation of the quality records are still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
"The customer reported for 2 occurrences with mini collect complete, they experienced blood leaked out the bottom of the inner seated mini collect tube into the bottom of the clear attached carrier tube. The customer advised the sample was inaccessible with most to all of the blood leaked into the attached carrier tube. Customer samples were transported to the lab via pneumatic tube system, no blood was noted around the recessed scoop or rim of the mcc. Blood leakage from the inner seated minicollect into the attached carrier tube was noticed after analyzer sampling. The customer reported analyzer used as sysmex xn-l, 3000 line. In incident one, leakage noticed after sampling of initial run. Incident two, leakage noticed after vortexing, post initial sampling run. The customer provided a photograph for incident 2. The customer advised they will contact sysmex and inquire for sample probe adjustments with mcc. The customer advised they did not experience any issues during verification testing of the mcc tubes. The customer also reported they experienced an uptick in clotted samples from their nicu population. The customer advised clotting was not reported with the lot by any other departments. Customer advised undermixing of tubes per IFU was probable. Ts provided the customer IFU specimen collection, handling, best practice recommendations."